Event description:
A 39-yr-old female with history of bilateral maastectomy in 1984 or 1985 with bilateral implants, replacement of implants in 1990, admitted for implant removal on 2/21/95 due to pain and contracture around the implants. The pt underwent bilateral removel of silicone implants with open capsulectomy and revision of bilateral mastectomy scars. The initial implants and subsequent replacements in 1990 were performed at another facility. The pt tolerated the procedure well, however she had a seizure in the recovery room. Pt was discharged from the hosp on 2/21/95.